Event description:
It was reported in an article case summary that right ventricular outflow tract (rvot) stenting has been used for the initial treatment of unrepaired tetralogy of fallot (tof) patients. This study is retrospective, single-center study of 11 adults with unrepaired tof who underwent rvot stenting between december 2019 and january 2024. Patient 4 received an omnilink elite stent placed from the infundibulum and extending across the pulmonary valve. Upon follow up it was found the stent had dislodged (migrated) to the descending aorta. Another procedure was performed and the stent was extracted in the operating room and another stent was placed in the rvot. There were no reported adverse patient sequela. Additional information can be fund in the article "percutaneous palliative stenting option in adults with unrepaired tetralogy of fallot".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported stent migration could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment), surgical intervention and hospitalization appear to be related to the operational context of the procedure. Factors that may contribute to stent migration include, but are not limited to, patient anatomical morphology, patient disease state, non-uniform or partial stent apposition or under-sizing of the vessel. In this case, it is possible the stent may have migrated due to patient anatomical morphology; however, based on the information provided and without the device to examine, a definitive cause for the reported stent migration cannot be determined. Another procedure was performed, and the stent was extracted in the operating room. Another stent was placed in the right ventricular outflow tract (rvot). The reported patient effect of surgical intervention is listed in the omnilink elite vascular balloon-expandable stent system, electronic instructions for use as a known patient effect for the treatment of atherosclerotic iliac artery lesions. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3, b6, d6a, d6b: estimated dates. The UDI is unknown as the part and lot numbers were not provided. Literature attachment "percutaneous palliative stenting option in adults with unrepaired tetralogy of fallot".